Event description:
The customer reported the system will not boot. In debug mode, the right monitor shows the message "an error occurred during the file system check. Dropping you to a shell. The system will reboot when you leave the shell.

Manufacturer narrative:
The ge service rep attempted to reload the software normally to restore saved images. This reload was unsuccessful. On reboot, right side monitor would display "save button not working". He could clear message, but it would return when hitting another command. The rep performed a "clean" software reload and system rebooted successfully. Verified system boot and fluoro function. System operates as intended.